Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100486591 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid leakage is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. A surgical procedure was performed during which the device was explanted and replaced. No additional information was provided.